Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. Based on the inability to find any nc¿s against the provided product code/lot code combination, it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. Dmf# - (B)(4). Trade name gentamicin sulphate. Active ingredient(s) gentamicin sulphate. Dosage form - powder. Strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary operative notes (B)(6) 2017 indicate the patient received a left total knee replacement due to end stage osteoarthritis. The patella was resurfaced, and depuy cement x2 was utilized. The surgery was completed without indication of complication by the surgeon. Revision operative notes (B)(6) 2020 indicate the patient received a left total knee revision due to pain and loosening of the tibial component. Upon entering the joint, the tibial was found to be loose at the cement to implant interface. Insert was revised, no indication of deficiency. The patella and femoral component were left in situ with no indication of deficiency. The surgery was completed without indication of complication by the surgeon. Doi: (B)(6) 2017; dor: (B)(6) 2020; left knee.